Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples shows the replacement post pump line is not glued correctly at the level of the deaeration chamber. The reported condition was verified. The cause of the event is due to operator error when applying solvent in the course of the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from the junction below the deaeration chamber of a prismaflex st150 set during continuous renal replacement therapy. Air was observed filling the deaeration chamber and therapy was stopped. The extracorporeal blood volume, totaling 218ml, was not returned to the patient. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.